Event description:
Event description guidant received information that the accelerometer rate response of this pacemaker, which was implanted on april 26, 2000, did not sufficiently increase the pacing rate for this patient during physical activity. In addition, the device was within the population affected by the hermetic seal advisory issued on this model device on july 18, 2005. The device was explanted and successfully replaced.